Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion was noted at 31.0-32.0cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 42.4-42.9cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.